Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode has dislodged resulting in t-wave oversensing, low amplitudes, undersensing and inappropriate shocks. No adverse patient effects were reported. They plan to explant this system and replace with a transvenous system however this has not yet occurred and no procedure date has been scheduled.